Event description:
It was reported that the customer experienced a blood glucose (bg). Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump and resumed insulin delivery. Reportedly, the customer is reusing residual insulin. Tandem technical support informed customer that reusing residual insulin is off label per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). H3 other text : device not returned.